Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported via nbir "infection" against left device. The device has been explanted.

Event description:
Healthcare professional reported via nbir "infection" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.